Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient has had a gradual decrease in visual acuity over the past year or two. The patient saw the doctor in (B)(6) 2016. Doctor attempted yag capsulotomy but realized the opaqueness is not due to the capsule but the iol, noting that the lens appears ¿frosted¿. The lens was explanted approximately 12 years post implant. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The lens was not returned for evaluation. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Therefore, the exact root cause of the reported event cannot be conclusively determined.